Manufacturer narrative:
Good faith efforts to obtain additional information are in progress. A supplemental report will be filed if the information is received. It was indicated that the device will not be returned for evaluation as it was retained by customer. A supplemental report will be filed if the information is received.

Event description:
It was reported that faradrive steerable sheath clear was selected for ablation procedure. During the procedure, the sheath was reported damaged and injured a bit the patient. There was a bleeding, but other than that no patient complication was reported. No interventions were reported. The procedure was completed using different device, same model.